Event description:
The pt reportedly was making slower progress than expected while using the device. In 2006, the pt was seen by a co rep for device evaluation. Testing performed confirmed that the device was functioning. Programming recommendations were made. However, a decision was made to explant the device. Surgery to explant the pt's cii device is to be scheduled.